Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown. Unknown if the device was explanted. Information per implant patient registry.